Manufacturer narrative:
Device evaluated by manufacturer - device not returned therefore analysis of complaint device could not be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as 2134265-2017-05703. It was reported that a pericardial effusion occurred. Vascular access was obtained via the right femoral artery. A blazer¿ dx-20 catheter was placed in the right ventricular outflow tract (rvot) without a problem and was able to induce rvot ventricular tachycardia (vt). The patient was then cardioverted and the physician began trying to place the intellamap orion¿ in the rvot in preparation to map the vt but placement was unsuccessful. The physician used a non-bsc sheath and non-bsc .035 wire to gain access to the rvot but was unable to keep it stable enough to place the orion. Finally the physician tried using both the orion and the non-bsc sheath to place the catheter in the rvot. After about 30 min of trying to get the orion in the rvot the patient¿s blood pressure had dropped about 20- 30 points and experienced light headedness. The procedure was immediately stopped and a transthoracic echocardiogram was performed demonstrating a small pericardial effusion. The effusion was noticed during the case around noon. The tte was performed again at 20 min intervals and the effusion was growing slowly and the patient was transported to the ICU. Tte showed pooling at the inferior base of the heart. No perforation was confirmed. A pericardiocentesis was performed later that night in the intensive care unit (ICU) approximately 6-10 hours later. The patient¿s condition following the procedure is stable.